Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The insulin pump was received with moisture damage on the motor, vibrator tube and battery tube assembly. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had moisture damage and stopped working. Customer's blood glucose was between 44mg/dl-89mg/dl. Customer declined to troubleshoot for low blood glucose. Customer stated the insulin pump got washed, so it has water damage and cracks. Customer stated the pump display went blank immediately. Customer stated a constant tone is occurring. Advise customer to discontinue the use of insulin pump and revert to back up plan.